Manufacturer narrative:
An event regarding crack/fracture involving kerboull stem was reported. The event was confirmed by review of the photograph provided. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated . This inspection indicated. Visual analysis the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damage consistent with the cement mantle breakdown process was observed on the stem.macroscopic surface features indicate that the fracture initiated on the superior surface and propagated radially to the inferior surface. The proximal fracture surface was analyzed further using a scanning electron microscope (sem). Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis. Material evaluation was completed and indicated the following comments: the stem fractured in fatigue inferiorly with final fracture occurring in overload. Damage was observed on stem consistent with cement mantle breakdown. Xrf showed that the stem was consistent with a 316 stainless steel, which is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Admission of a patient in emergency prosthetics of a broken hip on radiology. Surgical intervention on (B)(6) 2019 for extraction and replacement of the prosthesis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Admission of a patient in emergency prosthetics of a broken hip on radiology. Surgical intervention on (B)(6) 2019 for extraction and replacement of the prosthesis.